Event description:
It was reported that an external fluid leak was observed from an ultrafilter u9000 due to a loose connection during priming with an ak 98 machine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.